Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the knob of the device would not move on the second firing. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your proximate linear cutter on 6/9/97 while performing a unk procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974079. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number, h4011w; cartridge position, loaded; drivers present in cartridge, all present; firing knob position: back/partial, back; gapspace pin condition, good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition, good; saples present? Formed/unformed, all present; and swing tab position: locked/unlock, missing. Analysis conclusion: upon receipt of the instrument and cartridge, it was noted that the swing tab (lockout) was missing from the cartridge. It could not be determined as to how or why the swing tab was missing. Employees awareness sessions will be held as a result of this inquiry. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.